Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the UDI is not available.

Event description:
It was reported that this lead was capped due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.